Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose level was unknown. Troubleshooting was done and insulin pump alarm again. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due cold solder joint at u1 keypad assembly.